Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range (oor) shock lead impedance measurements greater than 200 ohms. A revision procedure was performed in which the rv lead was explanted and replaced and the crt-d replaced as well. A local boston scientific field representative reported that a coil fracture was confirmed through a pacing system analyzer (psa) but was not seen on x-ray. The product is not longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.